Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received unexplained motor error alarm also act button of insulin pump was sticks. The customer blood glucose level was unknown. Customer stated that crack at the screen and at the battery casing also the burn mark from the battery. The device will not be return for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with cracked battery tube threads, cracked case from display window corner, cracked case, stained end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).